Event description:
Per dealer, called in stated he is getting a faulty error code through the controller for the batteries voltage and the motor is over heating. Per tech, replace controller for the false reading and the motor issue is due to the controller sending off too much power through the battery to the left motor. Dealer stated there were no injuries nor any issues of abandonment associated with the incident. Dealer stated the end user is currently in a nursing facility.